Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) was implanted after its use-by-date (ubd). Indications for use were parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.